Event description:
It is reported that the pt¿s knee was revised due to pain.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: device history records were reviewed for the articular surface and indicate the component was manufactured and inspected to specification. The device history record was not able to be reviewed for the patella due to lack of lot number. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.